Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the visual inspection of the sulu noted it was fully applied and the interlock was engaged. Microscopic inspection of the knife blade displayed damage. The sulu was reset and loaded into the returned stapler. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the mechanical suture opened alone after clipping. There was no injury reported. The doctor performed a manual suture to correct the issue. The patient is in good status.